Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that replacements devices are as follow: left-cat#:3502504bc, sn#: (B)(6), right- cat#: 3502004bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on (B)(6) 2020. Date of explantation updated to (B)(6) 2020. Device evaluation completed on (B)(6) 2020: during the visual evaluation of the device, an area of shell abrasion was observed on the posterior view. Within the shell abrasion, a tear was observed, measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with a mentor smooth round moderate profile 300cc on the left side, and 275cc on the right side saline prosthesis experienced left sided capsular contracture: (baker grade ii), and right sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result, patient scheduled for bilateral replacements with mentor silicone implants on (B)(6) 2020. This report belong to right prosthesis.